Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was in 150 mg/dl, 200 mg/dl and 490 mg/dl. The customer reported that she went for training yesterday and when she pulled the transmitter into the charger got a flashing red light. The insulin pump will not be returned for analysis.